Manufacturer narrative:
H3-device evaluation: lens returned in a microcentrifuge vial; dry with residue/debris on product. Visual inspection found optic deformed, haptic bent/deformed /stretched out. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise. In a separate visit the lens was exchanged with a same size lens but different diopter. The problem was resolved. The cause was reported as unknown.